Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown rigidfix cross pin. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown bio-intrafix. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
This report is being filed after the review of the following journal article: andrew j. Metcalfe et al, 2008, " spontaneous locking of the knee after anterior cruciate ligament reconstruction as a result of a broken tibial fixation device", the journal of arthroscopic and related surgery, vol 24, no 10, page# 1195-1197, united kingdom. The study emphasizes on case of failure and intra-articular migration of the sleeve of an intrafix device causing locking of the knee 10 weeks after anterior cruciate ligament reconstruction. The patients evaluated on course of this study: a patient with frequent symptoms of knee instability after a motocross injury was studied. Acl rupture was confirmed on magnetic resonance imaging. Patient was presented with a painful knee at 10 weeks post operation. The article describes the following procedure: acl reconstruction was performed quadrupled hamstring tendon graft., the devices involved were: intrafix device, rigidfix cross pins are used for securing hamstring graft on tibial and femoral side respectively in acl reconstruction. Complications mentioned in the article were. Painful knee due to locking and acute effusion was reported after 10 weeks post-operatively. The patient underwent an uneventful recovery and was discharged from follow-up with a stable knee at 9 months. Fragments of the intrafix expansion sheath were found in the posterolateral recess of the knee, revealed by a knee arthroscopy. From the review of the article, it is concluded that unknown intrafix (depuy mitek), rigidfix cross-pin, mitek tensioning device (intrafix fixation) could be involved in observed adverse event. Either explanation is possible in this case.